Event description:
Two and a half hours into a dialysis treatment, a pt in france became hypotensive (84/60 mmhg) and developed abdominal pain, vomiting, diarrhea and asthenia. The pt was placed in trendelenburg position and given an IV bolus of saline. Treatment was discontinued and the extracorporeal blood was returned to the pt. The pt was discharged home approx an hour later. The following evening, the pt presented to the emergency room and was admitted to the hospital with a low hemoglobin level of 6.5 gm/dl and "signs of hemolysis". It was reported the pt had visual impairment and the ECG showed signs of ischemia. The pt was transfused with a unit of blood and the hemolysis did not progress. No defects were observed on the blood lines in connection with the reported event. The involved blood lines and dialyzer has been discarded and no further technical investigations can consequently be performed. No additional medical info was provided with regard to this event. The involved blood tubing set and dialyzer were discarded and will not be returned to gambro. The innova machine was inspected by a gambro technical specialist who found it to be operating within manufacturer's specifications.

Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation. Twenty retained blood tubing samples from the same lot number reported 1000023703 were visually inspected, functional, leak, occlusion and dimensional testing was performed and no failures or defects were detected. The involved blood tubing set does not have FDA clearance, but is similar to a blood tubing set with FDA clearance.